Manufacturer narrative:
G4: 24oct2019; b4: 28oct2019. The led circuit panel was received for evaluation. There was evidence of damage and contamination on the mains(d4) led circuit trace during visual inspection. The led circuit panel will be installed in the fi test ventilator in an attempt to duplicate the reported problem. After testing, an electrical open trace was found on the mains led circuit trace, which is what caused the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported led failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed. The field service engineer replaced the power switch overlay to address the reported issue and the issue has been resolved. The device has passed all testing.

Event description:
The customer reported led failure. There was no patient or user harm reported.